Event description:
It was reported that intermittent malfunction alarms occurred. Customer¿s blood glucose level was 100 mg/dl. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On 26 july 2022, the distributor reported the additional information: a pump evaluation was performed and confirmed pump functioned as intended.